Event description:
Following the delivery of an external defibrillation shock, it was reportedly impossible to interrogate the pacemaker and the programmer displayed an error message. On (B)(6) 2013, it was attempted to completely reset the pacemaker; nevertheless it was still not possible to interrogate the device afterwards. Therefore, device replacement has been recommended for this patient.

Manufacturer narrative:
(B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.